Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will contact physician before replacement. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue, blurred vision, increase urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is having hyperglycemic symptoms of fatigue, blurred vision, increase urination. Customer could not answer further questions. Customer will contact health care provider.